Manufacturer narrative:
In-house donor samples were tested with retention capture-r select, lot sc111, on an in-house echo using weak d assay and dat assay. This product was used by the customer at the time of the event. No unexpected reactivity was observed. The customer's submitted sample was tested with retention capture-r select, lot sc111on, an in-house echo using weak d assay and dat assay. The sample resulted in a negative dat. The sample exhibited positive reactivity with retention anti-d series 4, lot 504721 with the weak d assay. We were able to reproduce to customer's observations. The returned strip, lot sc111 was not properly maintained in a capture pouch with dessicant during return shipment. Testing could not be performed. The returned sample was tested with retention anti-d series 5, lot 505549, gamma monoclonal blend, lot 506021, immucor anti-d polyclonal blend, lot 8b565 and gammaclone control, lot 350005 using retention capture-r select, lot sc111, on an in-house echo, crossmatch assay. All anti-d reagents were incompatible with the patient's sample. The sample was tested by tube hemagglutination tests, using the same anti-d reagents that were tested on the echo. Retention anti-igg, lot 705001 was used at the indirect antiglobulin test (iat) phase. The sample was nonreactive in all phases of testing. It appears that the patient's sample possesses a very weak d antigen that is only detectable in capture testing.

Event description:
Customer reported unexpected positive(2+) reactions when performing weak d assay on the echo with a patient sample that is historically rh negative. No transfusions or adverse reactions occurred as a result of the rh discrepancy.